Event description:
Caller states the pt tested 1.6 inr on the coaguchek system and 2.5 inr on a comparison lab. No treatment info reporte. No adverse event reported. Requested return of suspect system and replacement was sent.